Event description:
The customer reported that the tip of the cautery pencil caught on fire. There were no serious injuries resulting from the incident. The customer stated an MDR report was filed on (B)(4) 2015, reference# 1423395-2015-00010. No further information was provided. If there was a minor injury. Oxygen and prep solution information is unknown. It is unknown if the tip was cleaned during the procedure or if there was any eschar buildup. The incident sample is being held by the site. Medline reports it is unknown who filed the MDR report (site or medline). Non-incident sample being returned to covidien for evaluation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident sample is not available for evaluation. A non-incident sample was evaluated and found to function properly and within specifications. If additional information pertinent to the incident is obtained a follow-up report will be submitted.